Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia overnight after a routine supply change and confirmed elevated blood glucose by fingerstick, reaching 576 mg/dl; the patient then performed another supply change and reported longstanding use of the same abdominal site, with education provided on rotating sites to avoid scar tissue. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of the event details with user counseling on site rotation and consideration of infusion site issues such as scar tissue. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from infusion site scar tissue; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.